Event description:
It was reported that the field representative requested review of episodes for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient had been working outside working when they experienced ventricular tachycardia (vt) which accelerated to ventricular fibrillation (vf). Technical services (ts) reviewed the episodes in which the vf was appropriately detected, and shocks were provided which did not covert. The vf was fine, and this s-ICD kept shocking for five shocks, the vf got finer and undersensing occurred. The shock impedance measurement was greater than 125 ohms and the smart pass feature was disabled. It was noted that this patient experienced asystole. Emergency medical services arrived and provided a shock and cardiopulmonary resuscitation was performed. Ts noted this patient requires pacing support through a transvenous device system. The field representative confirmed this s-ICD was implanted for primary prevention as their ejection fraction was between 20 and 25 percent. No defibrillation threshold (dft) test was performed as this patient had thrombosis. Currently this patient has acute kidney injury and has a high body mass index. This patient was very ill and in the intensive care unit. This patient is on impella and echmo machines, ventilation, and was being visited by the heart transplant team. Ts recommended obtaining x rays. The field representative was going to discuss with the physician whether a heart transplant was going to occur or if this patient would receive a tv device. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative requested review of episodes for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient had been working outside working when they experienced ventricular tachycardia (vt) which accelerated to ventricular fibrillation (vf). Technical services (ts) reviewed the episodes in which the vf was appropriately detected, and shocks were provided which did not covert. The vf was fine, and this s-ICD kept shocking for five shocks, the vf got finer and undersensing occurred. The shock impedance measurement was greater than 125 ohms and the smart pass feature was disabled. It was noted that this patient experienced asystole. Emergency medical services arrived and provided a shock and cardiopulmonary resuscitation was performed. Ts noted this patient requires pacing support through a transvenous device system. The field representative confirmed this s-ICD was implanted for primary prevention as their ejection fraction was between 20 and 25 percent. No defibrillation threshold (dft) test was performed as this patient had thrombosis. Currently this patient has acute kidney injury and has a high body mass index. This patient was very ill and in the intensive care unit. This patient is on impella and echmo machines, ventilation, and was being visited by the heart transplant team. Ts recommended obtaining x rays. The field representative was going to discuss with the physician whether a heart transplant was going to occur or if this patient would receive a tv device. This s-ICD remains in service. No additional adverse patient effects were reported.